Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that most of the pixels on the small display went out on the roller pump. The device was not changed out, as the perfusionist was able to run the pump through the central control monitor (ccm) and finish the case with no problem. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.